Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited increased shock impedance measurements, however remained within normal limits. Device data was sent to rhythmcare for review. Rhythmcare then discussed possible causes and provided further troubleshooting options. This electrode is expected to be returned. No additional adverse patient effects were reported.